Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16630. It was reported that the right atrial lead was exhibiting undersesning causing inappropriate pacing. Programming changes were done to resolve undersensing. Patient experienced no consequences and will continue to be monitored.